Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: uterus"), embedded device ("embedded essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 40-year-old female patient who had essure (batch no. 978820-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhesion, abdominal pain, lower abdominal pain and overweight. On (B)(6) 2010, the patient had essure inserted. In april 2010, 6 years 10 months after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In april 2010, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal distension ("belly grown/ bloating") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with paracetamol (acetaminophen), surgery (hysteroscopic removal of retained essure device right side on (B)(6) 2017, surgery (laparoscopic bilateral salpingectomy (removal of left essure) on (B)(6) 2016, surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, fatigue, abdominal distension, weight increased and gastrointestinal disorder outcome was unknown and the dysmenorrhoea and migraine had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy with removal of essure from left fallopian tube, hysteroscopy d&c, removal of endometrial mass, lysis of adhesions on 02-sep-2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on 26-jun-2010: total bilateral occlusion. On CT (computerised tomogram) 21-jun-2013, an essure device was in the expected location in the left fallopian tube. Right essure device in the expected location. Findings were unchanged since the radiograph of 15-sep-2016. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: uterus"), embedded device ("embedded essure device"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 40-year-old female patient who had essure (batch no. 978820-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhesion, abdominal pain, lower abdominal pain, overweight and blood in urine. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal distension ("belly grown/ bloating") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal or digestive system condition"), urinary tract infection ("urinary tract infection"), anxiety ("mental anguish") and depression ("depression"). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy, hysteroscopic removal of retained essure device right side on (B)(6) 2017 and laparoscopic bilateral salpingectomy (removal of left essure) on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, menorrhagia, vaginal haemorrhage, fatigue, abdominal distension, weight increased and gastrointestinal disorder outcome was unknown, the dysmenorrhoea and migraine had resolved and the urinary tract infection, anxiety and depression had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, migraine, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy with removal of essure from left fallopian tube, hysteroscopy d&c, removal of endometrial mass, lysis of adhesions on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:event uti,anxiety,depression added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: uterus") and embedded device ("embedded essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhesion, abdominal pain and lower abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("belly grown") and weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy due to complications from the essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, migraine, fatigue, abdominal distension and weight increased outcome was unknown and the dysmenorrhoea was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy with removal of essure from left fallopian tube, hysteroscopy d&c, removal of endometrial mass, lysis of adhesions on (B)(6) 2016. Hysteroscopic removal of retained essure device right side on (B)(6) 2017. Diagnostic results: on CT (computerised tomogram) (B)(6) 2013, an essure device was in the expected location in the left fallopian tube. Right essure device in the expected location. Findings were unchanged since the radiograph of (B)(6) 2016. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure stop date (B)(6) 2017 was added. Previously reported "migration of device" was specified as "migration of essure device location of device: uterus" and "abnormal bleeding" as "menorragia, vaginal bleeding". Events dysmenorrhoea, fatigue, migraines/headaches, abdominal distension, embedded device and weight increased were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('benign fallopian tube with mild chronic salpingitis'), device expulsion ('migration of device/ migration of essure device location of device: uterus'), menorrhagia ('abnormal bleeding (menorrhagia)'), embedded device ('embedded essure device'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 39-year-old female patient who had essure (batch no. 978820-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, hypothyroidism and uterine bleeding. Concurrent conditions included adhesion, abdominal pain, lower abdominal pain, overweight and blood in urine. Concomitant products included ibuprofen (motrin) from (B)(6) 2016, nsaids since 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal distension ("belly grown/ bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy, hysteroscopic removal of retained essure device right side on (B)(6) 2017, laparoscopic bilateral salpingectomy (removal of left essure) on (B)(6) 2016 and laparoscopic bilateral salpingectomy with removal of essure from left fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, device expulsion, menorrhagia, embedded device, vaginal haemorrhage, fatigue, abdominal distension and weight increased outcome was unknown, the dysmenorrhoea and migraine had resolved and the urinary tract infection, anxiety and depression had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, salpingitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy with removal of essure from left fallopian tube, hysteroscopy d&c, removal of endometrial mass, lysis of adhesions on (B)(6) 2016. Essure in right side- mild difficulty, 2 essure tip; essure into left side- 1 come apart when insertion into ostia 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device, salpingitis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, pelvic pain, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: medical records received : reporters information updated. Event added- salpingitis. Concomitant conditions added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: uterus"), embedded device ("embedded essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhesion, abdominal pain, lower abdominal pain and overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 6 years 9 months after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal distension ("belly grown"), weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with paracetamol (acetaminophen), surgery (hysteroscopic removal of retained essure device right side on (B)(6) 2017) and surgery (laparoscopic bilateral salpingectomy (removal of left essure) on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, fatigue, abdominal distension, weight increased and gastrointestinal disorder outcome was unknown and the dysmenorrhoea and migraine had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy with removal of essure from left fallopian tube, hysteroscopy d&c, removal of endometrial mass, lysis of adhesions on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On CT (computerised tomogram) (B)(6) 2013, an essure device was in the expected location in the left fallopian tube. Right essure device in the expected location. Findings were unchanged since the radiograph of (B)(6) 2016. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fup 2and fup 3 processed together. Pfs received. New event added-gastrointestinal or digestive system condition. Events menorrhagia, vaginal haemorrhage and dysmenorrhoea upgraded to serious / incident. Essure lot number provided, insertion date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('benign fallopian tube with mild chronic salpingitis'), device expulsion ('migration of device/ migration of essure device location of device: uterus'), menorrhagia ('abnormal bleeding (menorrhagia)'), embedded device ('embedded essure device'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 39-year-old female patient who had essure (batch no. 978820-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, hypothyroidism and uterine bleeding. Concurrent conditions included adhesion, abdominal pain, lower abdominal pain, overweight and blood in urine. Concomitant products included ibuprofen (motrin) from (B)(6) 2016, nsaids since 2010 and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal distension ("belly grown/ bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy, hysteroscopic removal of retained essure device right side on (B)(6) 2017, laparoscopic bilateral salpingectomy (removal of left essure) on (B)(6) 2016 and laparoscopic bilateral salpingectomy with removal of essure from left fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, device expulsion, embedded device, vaginal haemorrhage, fatigue, abdominal distension and weight increased outcome was unknown, the menorrhagia, dysmenorrhoea and migraine had resolved and the urinary tract infection, anxiety and depression had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, salpingitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: laparoscopic bilateral salpingectomy with removal of essure from left fallopian tube, hysteroscopy d&c, removal of endometrial mass, lysis of adhesions on (B)(6) 2016. Essure in right side- mild difficulty, 2 essure tip; essure into left side- 1 come apart when insertion into ostia *2. Patient has received treatment for event pain, abnormal bleeding, migration, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device, salpingitis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, pelvic pain, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome of the previously reported event-bleeding was updated as recovered/resolved. Reporter information was added. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: uterus"), embedded device ("embedded essure device"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 40-year-old female patient who had essure (batch no. 978820-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhesion, abdominal pain, lower abdominal pain and overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, 6 years 10 months after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal distension ("belly grown/ bloating") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with paracetamol (acetaminophen), surgery (hysteroscopic removal of retained essure device right side on (B)(6) 2017), surgery (laparoscopic bilateral salpingectomy (removal of left essure) on (B)(6) 2016).essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, menorrhagia, vaginal haemorrhage, fatigue, abdominal distension, weight increased and gastrointestinal disorder outcome was unknown and the dysmenorrhoea and migraine had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy with removal of essure from left fallopian tube, hysteroscopy d&c, removal of endometrial mass, lysis of adhesions on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On CT (computerised tomogram) (B)(6) 2013, an essure device was in the expected location in the left fallopian tube. Right essure device in the expected location. Findings were unchanged since the radiograph of (B)(6) 2016. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('benign fallopian tube with mild chronic salpingitis'), device expulsion ('migration of device/ migration of essure device location of device: uterus'), menorrhagia ('abnormal bleeding (menorrhagia)'), embedded device ('embedded essure device'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 39-year-old female patient who had essure (batch no. 978820-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, hypothyroidism and uterine bleeding. Concurrent conditions included adhesion, abdominal pain, lower abdominal pain, overweight and blood in urine. Concomitant products included ibuprofen (motrin) from september 2016 to october 2016, nsaids since 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In april 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal distension ("belly grown/ bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced anxiety ("mental anguish") and depression ("depression"). In june 2010, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy, hysteroscopic removal of retained essure device right side on (B)(6) 2017, laparoscopic bilateral salpingectomy (removal of left essure) on (B)(6) 2016 and laparoscopic bilateral salpingectomy with removal of essure from left fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, device expulsion, embedded device, vaginal haemorrhage, fatigue, abdominal distension and weight increased outcome was unknown, the menorrhagia, dysmenorrhoea and migraine had resolved and the urinary tract infection, anxiety and depression had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, salpingitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: laparoscopic bilateral salpingectomy with removal of essure from left fallopian tube, hysteroscopy d&c, removal of endometrial mass, lysis of adhesions on (B)(6) 2016. Essure in right side- mild difficulty, 2 essure tip; essure into left side- 1 come apart when insertion into ostia 2. Patient has received treatment for event pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device, salpingitis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, pelvic pain, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event outcome of the previously reported event-bleeding was updated as recovered/resolved. Reporter information was added. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (patient underwent a partial hysterectomy due to complications from the essure device). At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.